Manufacturer narrative:
Device manufactured between 24aug2018 and 25aug2018. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted a black mark approximately 0.08 square mm in size, located under the filter. An ftir spectroscopy test was attempted, but the black mark was insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the black mark could not be determined.the reported condition was verified. The cause of the condition could not be determined.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction : upon further review, it was determined that the black mark 0.08 square mm in size, located under the filter, in the fluid path, was smaller than the manufacturing plant specification limit for particulate matter (pm). Therefore, the reported condition was not verified (previously reported as verified). The product was found to meet specifications (acceptable limits for pm) and was not considered a non-conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed on the tubing filter of a large volume intermate. The device was filled with 0.9% sodium chloride. This was identified prior to use. There was no patient involvement. No additional information is available.